Event description:
The customer reported less than one (1) milliliter of clear fluid leaked at the blood sampling valve (bsv) and dripped off the probe down onto the front door of the instrument involving coulter lh 500 hematology analyzer. The fluid was contained within the instrument. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted as the customer did not analyze patient samples. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) observed dried diluent around the aspirate area and the cover. The fse attempted to reproduce the fluid leak but was unsuccessful. The fse cleaned the blood sampling valve (bsv) and made a minor adjustment to the probe wipe as incidental service. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Manufacturer narrative:
(B)(4)